Event description:
As reported to coloplast though not verified, pt was implanted with iris mesh. Later the pt experienced mild cystocele and mesh erosion. A removal of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.